Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button was hard to press on the insulin pump. Customer was also having high blood glucose. Customer stated that his blood glucose is usually in the 120's mg/dl. Customer reported that it is getting harder to the press the button when priming the pump. Customer was concerned that he was not getting his basal. Customer declined troubleshooting for the high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The insulin pump keypad connector was fully locked. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.